Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported hardware reset was verified in the laboratory and was due to a por (power-on-reset). The battery voltage at the time of reset was 3.098v, which indicates that the battery was not the cause of the por. Review of the stored egm found noise consistent with lead damage, which resulted in inappropriate therapy. It is believed that the por occurred due to inappropriate hv therapy engergy going through damaged leads. After clearing the reset, the device's functionality was tested and no anomaly was detected.

Event description:
It was reported that the patient received two shocks followed by a patient notifier vibration. The patient presented to the clinic, and upon interrogation, the device was found to be in bvvi mode. Device image showed a power-on-reset had occurred and also, the patient had multiple detections prior to the hv therapy. The device was explanted.